Manufacturer narrative:
The affected device as been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a pole clamp detached from an IV pole. The lab technician was moving the head of bed for easier access for patient blood draw. According to lab tech, alaris pcu 8015 fell off of the bed IV pole it was attached to and fell straight onto the floor. It did not land on patient. The pole clamp was separated from the mounting plate that is still attached to the pcu. Upon physical inspection, there is no more tread left on the pole clamp mounting plate. The cap screw for the pole clamp has the threads from the mounting plate still stuck on the screw. There was no patient harm.

Event description:
It was reported that a pole clamp detached from an IV pole. The lab technician was moving the head of bed for easier access for patient blood draw. According to lab tech, alaris pcu 8015 fell off of the bed IV pole it was attached to and fell straight onto the floor. It did not land on patient. The pole clamp was separated from the mounting plate that is still attached to the pcu. Upon physical inspection, there is no more tread left on the pole clamp mounting plate. The cap screw for the pole clamp has the threads from the mounting plate still stuck on the screw. There was no patient harm.

Manufacturer narrative:
Revised file to non-reportable.